Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self-test, error test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No display anomaly noted. The backlight functioned properly. No backlight anomaly noted. Pump had cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced display anomaly. The customer's blood glucose value was unknown. The customer stated that the pump was dimmed ever since he received it. The customer stated that the pump was hard to see. The product was returned for analysis.